Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material #301029 lot #unknown. Verbatim: rcc received a complaint via email. Item : 301029. Lot number: could not be determined. Issue: a large brown unidentified particle was found in one syringe. Photo attached: yes- 1. Samples available : yes - 1. The following lot numbers were used: ¿ 4352162 qty. (B)(4). ¿ 5010440 qty. (B)(4). ¿ 5016831 qty. (B)(4). ¿ 5016834 qty. (B)(4). ¿ 5035833 qty. (B)(4). ¿ 5041302 qty. (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. One photo and one sample of a 10 ml luer-lok syringe (part number 301029) were received and evaluated. The sample, received fully assembled and loose, exhibited an unknown brown foreign material inside the fluid path. The photo provided was consistent with the condition observed during sample evaluation. The condition observed is non-conforming per product specification. Potential root cause for the foreign material in fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot numbers 4352162, 5010440, 5016831, 5016834, 5035833 and 5041302. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.